Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The distal tip was broken off and missing from the ro marker approximately .5cm long, the observed damage at the distal end of the sheath appeared stretched, there was no damage observed on the guidewire exit port assembly and during image characterization testing a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2012. It was reported that during intravascular ultrasound (ivus), the image was lost. The 90% stenosed lesion was located in a moderately tortuous iliac artery. While performing a percutaneous treatment procedure, vessel diagnostic information was being obtained with an atlantis .018 imaging catheter. The ultrasound image disappeared. The diagnostic information was obtained with another atlantis .018 imaging catheter. No patient complications were reported and the patient's status is good. However, returned device revealed the distal tip was broken off and missing.